Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available iegms confirmed the presence of artefacts in the rv channel, which led to the detection of vf episodes. In this available sequence no shocks were delivered. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 27 months, oversensing with inappropriate shocks was reported. A possible insulation damage of the lead was suspected, however all electrical parameters at follow-up were in range. A new lead was implanted on (B)(6) 2015. The old lead was capped and left in the patient. No adverse patient side effects have been reported.